Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. Four to five patients had allergic reactions at an unspecified cancer treatment center after receiving platelet transfusions. The reactions occurred during platelet product transfusion or shortly thereafter. The patients who had the allergic reactions all experienced hives, and two had burning in the throat. One experienced hypotension, and one had coughing and trouble breathing (this patient is receiving washed platelets). Everyone else who had an allergic reaction is currently not receiving washed platelets.

Manufacturer narrative:
(B)(4). The disposable sets were unavailable for return and investigation. The hospital provided the disposable lot number and acd-a solution lot numbers for six of the collections and no trends could be identified with the data provided. Therefore, trends suggest that the event reported is random and isolated on a general basis. If the kit is later received and findings differ from the info presented in this record, an addendum will be added to correct/update the investigation findings. The patients were not reported to have experienced permanent injury effects from these events. Per the hospital, all patients are doing fine. The customer has not alleged a safety issue with the trima device. The disposable sets and blood products were unavailable for specific root cause analysis. At the time of this investigation, there is no evidence suggesting that the reaction was caused by the disposable or the collection equipment. Due to the timeframe of the collections, the reactions could not be platelet donor specific. Potential causes for the reaction include, but are not limited to a substance that the patients were exposed to independent of the procedure - medication, drug interaction, add'l solution, environment, transfusion disposable set, etc.